Manufacturer narrative:
Follow-up #1 date of submission 08/04/2014-device evaluation: a retain cartridge sample has been evaluated by product analysis on (B)(4) 2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while the same cartridge was in use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.